Event description:
It was reported that patient underwent a knee revision approximately six years post-implantation due to patella fracture following some falls.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown femoral catalog#: ni lot#: ni unknown tibial insert catalog#: ni lot#: ni unknown tibial tray catalog#: ni lot#: ni customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee revision due to patella fracture following some falls. Additional information is unavailable at this time.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, the patient experienced a fall on an unknown date for unknown reasons. The patient presented with right knee pain approximately six years post-implantation. The tibial and femoral components were found to be well-fixed and well-seated on x-ray, but the patella component was fractured. One month later, the patient was revised due to patella fracture. No further complications were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a4, b4, b5, b7, d1, d4, d10, e1, g3, g4, g6, h2, h4, h6, and h11. Medical devices: femur trabecular metal posterior stabilized (ps) standard porous catalog#: 42500806602 lot#: 63772979. Trabecular metal posterior stabilized monoblock tibial component: green, size 5 e-f, 10mm catalog#: 00588605510 lot#: 63417256.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was confirmed by review of medical records. Primary notes state there were no intra operative complications. Revision operative notes confirm that patella has fractured at the peg junction. Device history record was reviewed and no discrepancies were found. It was reported that patient fell but the exact cause of fall is unknown. Hence, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.